Manufacturer narrative:
Trapliner was not returned to vsi for evaluation. A manufacturing record review was completed and no related nonconformances were found, supporting the device met material, assembly and performance specifications. If the device returns a follow-up report will be submitted.

Event description:
As reported: the trapliner shaft broke during insertion in a cto case of the rca. Additional information received 17dec19 there was no resistance felt however, the vessel was calcified. The trapliner retrieved after insertion, it came out manually without difficulty. Patient outcome is reported as fine, with a successful fix of the rca.

Manufacturer narrative:
Additional information received 15jan2020 was just informed that, unfortunately, the trapliner in question was accidentally disposed of by account.

Event description:
Additional information received 15jan2020 was just informed that, unfortunately, the trapliner in question was accidentally disposed of by account.